Event description:
False positive advia centaur xp troponin ultra results were obtained for samples from two different patients. Subsequent samples for the patients were tested and the results were negative. Repeat testing was performed on the initial samples and the results were negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra results is unknown. The issue appears to be sample processing. The quality control was acceptable. The instrument is performing within specifications. No further evaluation of the device is required.